Event description:
It was reported that the customer's insulin pump has failed. Caller stated that the motor piston is cracked and does not move. Caller also stated that the drive support cap is protruding. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.